Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. One device was found to have damage to internal components, 1 device was found to have non-stryker components and corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events that the device would not go into safe mode, presenting a potential condition for the device to inadvertently be activated. There was no patient involvement; no patient impact.